Event description:
It was reported that during the preparation of debridement utilizing a versajet ii exact disposable handpiece 45 degree x 14mm, the hand-piece didn't complete its self-priming. The problem was solved by exchanging the hand-piece. There was no delay. No patient involved.

Manufacturer narrative:
The device that was used in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Possible cause may be a component failure, connection issue, or an obstruction. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.